Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq0706 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse found during catheter maintenance that the catheter was separated from connector.